Event description:
It was reported that the delivery system was kinked and could not be advanced in the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. Pulmonary vein isolation was performed first using a non-boston scientific device and was completed without complications. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and attempted to be positioned multiple times, but this proved impossible due to the complex anatomy of the laa. After several attempts to achieve the best position, an attempt was made to gain depth with the pigtail catheter, but after this, the wds became kinked and could not advance through the was. A new 31mm wds was then used and advanced without difficulty. The positioning was still difficult, requiring a new, more anterior transseptal puncture. The closure device was then positioned correctly and successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
H6: device codes updated - difficult or delayed positioning a150203 and difficult to advance a150205 added. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx was discarded therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx, part #m635ws50310 batch #0034734412. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the event of sheath kink, difficult to advance, and difficult to position was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the delivery system was kinked and could not be advanced in the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. Pulmonary vein isolation was performed first using a non-boston scientific device and was completed without complications. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and attempted to be positioned multiple times, but this proved impossible due to the complex anatomy of the laa. After several attempts to achieve the best position, an attempt was made to gain depth with the pigtail catheter, but after this, the wds became kinked and could not advance through the was. A new 31mm wds was then used and advanced without difficulty. The positioning was still difficult, requiring a new, more anterior transseptal puncture. The closure device was then positioned correctly and successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.